Event description:
Covidien received the following report: "the customer reports that when the device is used with an adaptor from our concurrent (intersurgical ref 3521), this adaptor kept on coming off and them mechanical ventilation was stopped". Info provided to date does not confirm the need for extubation and recannulation of a replacement tube. Covidien is attempting to gather further details related to this report.